Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following cataract surgery with intraocular lens (iol) implantation, patient was unable to see at near or intermediate. Patient¿s distance vision was good. Patient had the laser on right eye on (B)(6) 2025, but it made no difference. Even when using reading glasses patient could not see computer to work easily. Additional information received stating that actually they seem to be getting better.